Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the up button on the infusion device does not function. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. The up button is defective. There is a defective solder joint at the snap dome which caused an electrical interruption of the button. The reason why the solder joint is defective could not be reproduced during the investigation.